Event description:
It was reported that the patient received inappropriate therapy for a sinus tach. Reprogramming options were not accepted by the physician, and so the lead was repositioned.

Manufacturer narrative:
No medwatch form was received.